Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was experiencing high blood glucose. She didn't know her blood glucose but stated her meter kept reading "high." Her symptoms were nausea, vomiting, and fruity breath (ketones). She attempted treating with the insulin pump but had to revert to manual injections. She wanted to ensure the device was working, troubleshooting was performed. It was noted the time and dates on the device were incorrect; the time was off by an hour. The device had a few auto off alarm in the alarm history, which customer stated the feature was setup due to her gastroparesis. She also experienced a low blood glucose, which she believes was caused by her not eating enough carbohydrates. High pressure test was performed on the device and it passed. After troubleshooting her meter still read "high." Customer was advised to change the infusion set, reservoir, and insulin. Customer declined further assistance and is not returning the device for analysis.